Manufacturer narrative:
A complete analysis of 2 opened and used enlite sensors, inspected 1 insertion needle for burrs, hooks and dull needle tips defects and found the insertion needle was bent not broken. The remaining sensor was missing the insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hard time removing the needle from the body and caused bleeding. The customer's blood glucose was 4.7 mmol/l at the time of incident. The sensor will be replaced and will be returned for analysis.